Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified artery. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal atmospheres, the balloon burst. The device was simply pulled out and no patient complications or injuries reported. The patient condition was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified artery. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal atmospheres, the balloon burst. The device was simply pulled out and no patient complications or injuries reported. The patient condition was fine. It was further reported that the lesion was 70% stenosed and was located in the mildly tortuous and non-calcified anastomosis. The procedure was completed with another of same diameter and length balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified artery. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at nominal atmospheres, the balloon burst. The device was simply pulled out and no patient complications or injuries reported. The patient condition was fine. It was further reported that the lesion was 70% stenosed and was located in the mildly tortuous and non-calcified anastomosis. The procedure was completed with another of same diameter and length balloon.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 14mm in length and extended from a position 70mm distal of the proximal markerband to 84mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.